Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that customer was admitted to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 759 mg/dl. The customer did not allege insulin pump was under delivering. Self test was performed and it was passed. The insulin pump will not be returned for analysis.